Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a plastic surgeon on 19-aug-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - (B)(4). This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) therapy to the anterior neck in (B)(6)-2010. The dilution (nos) was up to 10 ml. No additional treatment details were mentioned. When the pt returned two months later to receive a second treatment, the plastic surgeon noticed that the pt's skin had not gotten tan around the injection area of approximately 5 cm high and in maximum 12 cm wide. The second treatment was not performed. The plastic surgeon saw the pt again in the beginning of august and at the time pigment had formed a bit at the lower part of the area but the light blotch was still clearly visible. Relevant medical history: pt underwent lift of anterior neck in the spring of 2009 which healed in a normal way. Relevant concomitant medications: not mentioned. Action taken: permanently discontinued. Corrective treatment - unk. Outcome - not recovered/ not resolved.